Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump battery last less than expected. The customer states that the battery cap came off easily. Troubleshooting was performed and found a crack on the pump on battery compartment side and pump screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was received with a cracked lcd window, a cracked battery tube threads, a cracked case behind the pump and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, displacement test, active current measurement and sleep current measurement. The pump was monitored for several days and no unexpected low battery life or low battery alert noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25 alarm, low battery life or low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date 05-jul-2023. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 00:18:00.000, (B)(6) 2023 12:55:50.000, (B)(6) 2023 12:58:41.000, (B)(6) 2023 15:01:35.000, (B)(6) 2023 15:01:49.000, (B)(6) 2023 15:03:39.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:58:40.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. No unexpected failed battery alert/battery failed alarm noted during testing. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 05-jul-2023 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover and a scratched case. Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. Battery cap cracked/damaged was unknown. Cosmetic damage was confirmed at the screen and side of the battery compartment. Customer alleged for low battery life or low battery alert was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.